Manufacturer narrative:
The pump was received with cracked and bleeding on lcd glass, cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump was dropped and the display was damaged. It was reported that the pump would be replaced and returned for analysis. The customer's blood glucose level was reported to be 72mg/dl. No further information provided.